Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: when I was administering the menc vaccine, I had prepped the syringe beforehand by pulling it back to loosen it and then pushed the liquid back forward to prep the needle.